Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Event description:
It was reported that a patient with scoliosis underwent a plf procedure at th8/l5 (no screw placement in th11 to l3, or at left th10). The surgeon confirmed that a rod broke around left l1 and patient had pseudarthrosis at l1. According to the report, the patient complained of pain also. The patient underwent a revision surgery to replace the broken rod with a new rod. No patient complications were reported.